Event description:
It was reported to boston scientific corporation that a f/g leveen needle electrode was used during a radiofrequency ablation procedure performed in 2007 (female patient; age and weight are unknown). According to the complainant, on a CT scan one week after the radiofrequency ablation procedure of a 1.5cm liver lesion, it was noted that there appeared to be a tract of ablated tissue originating from the ablation zone tracking to a surgical clip appoximatly 5cm from the treatment site. It was deduced by the physician who performed the procedure that this was caused by the arcing of the current to the surgical clip.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.